Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contractions (pvc) ablation procedure, a cardiac tamponade was diagnosed via echocardiogram. Initially the pvc was mapped and the origin was considered to be originating from the distal part of the coronary sinus. After completing a few lesions, the physician went in front of the zone in the left ventricle to finish the lesion. After a few more lesions, the patient started to become hypotensive and their heart rate started to increase. An echocardiogram then revealed a cardiac tamponade. A pericardiocentesis was performed and the patient was stabilized. The procedure was then stopped. The physician suspected that the lesions conducted while in the coronary sinus may have contributed to the cardiac tamponade. There were no performance issues with the abbott device.